Event description:
Event verbatim [preferred term] small black crumbs had fallen from the heat wrap, one heat cell had broken [device leakage] , put the heatwrap on a shoulder area when she went to bed in the evening. [Device use error]. Case narrative:this is a spontaneous report from a contactable pharmacist reporting for herself. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist, device lot number unknown) from an unspecified date, for an unspecified indication. Medical history and concomitant medications were not reported. The patient reported that she had put the heatwrap on a shoulder area when she went to bed in the evening. When she got up in the morning small black crumbs had fallen from the heat wrap. When checking the heat wrap one heat cell had broken. The pharmacist had discarded the heat wrap and no lot number is either available. The action taken with thermacare heatwrap and the outcome of the event was unknown. According to the product quality complaint group: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up attempts not needed. No further information expected. Follow-up (19nov2019): new information received from the product quality complaint group includes investigational results. No follow-up attempts needed. No further information expected., comment: based on the available information, the patient slept with heatwrap on her should and found small black crumbs had fallen from the heat wrap when she got up in the morning. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. In the case narrative, there is evidence of device use error which most likely contributed to this incident. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] small black crumbs had fallen from the heat wrap, one heat cell had broken [device leakage] , put the heatwrap on a shoulder area when she went to bed in the evening. [Device use error] , . Case narrative:this is a spontaneous report from a contactable pharmacist reporting for herself. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist, device lot number unknown) from an unspecified date, for an unspecified indication. Medical history and concomitant medications were not reported. The patient reported that she had put the heatwrap on a shoulder area when she went to bed in the evening. When she got up in the morning small black crumbs had fallen from the heat wrap. When checking the heat wrap one heat cell had broken. The pharmacist had discarded the heat wrap and no lot number is either available. The action taken with thermacare heatwrap and the outcome of the event was not reported. Follow-up attempts not needed. No further information expected. Company clinical evaluation comment: based on the available information, the patient slept with heatwrap on her should and found small black crumbs had fallen from the heat wrap when she got up in the morning. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. In the case narrative, there is evidence of device use error which most likely contributed to this incident. This case will be re-assessed should additional information becomes available., comment: based on the available information, the patient slept with heatwrap on her should and found small black crumbs had fallen from the heat wrap when she got up in the morning. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. In the case narrative, there is evidence of device use error which most likely contributed to this incident. This case will be re-assessed should additional information becomes available.